Manufacturer narrative:
The insulin pump alarmed during prime test at 4 pounds due to moisture damage. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose level was unknown. The customer's mother stated that her daughter's pump stopped working during school hours. The customer was advised to disconnect from the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.